Event description:
It was reported that the roller pump displayed a 'lid open' message. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was not confirmed. Per the end user, the machine resumed normal function once the on button was pushed again. The field service representative (fsr) could not duplicate the reported complaint. The lid was replaced. Preventive maintenance was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received that the surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.